Event description:
A patient experienced three incidents of a rash that occurred after the first, second and third time the patient was dialyzed. The rash started on their foot after the first treatment and subsequently moved up their leg after the second and third uses. Their first complaint to a healthcare provider came after the third use and their dialyzer was then changed to an optiflux 200nr. Patient was seen and treated wtih a cream by a dermatologist who told patient that the rash was probably from the dialyzer. When the dialyzer was changed to a fresenius optiflux 200nr and after patient began applying the cream, the rash began to dissipate. As of 6 days later, the rash had not completely disappeared.